Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitaclip procedure to treat functional mitral regurgitation (mr) with a grade of 1-2. An xtw clip was inserted and grasping was performed. It was noted that while raising the anterior gripper, the leaflet became caught on the gripper. Troubleshooting was performed and the leaflet was able to be freed. While attempting another grasp, it was observed that the gripper no longer lowered. The physician decided to removed and replace the clip. Once removed, it was observed that the gripper line was wrapped around the gripper. Two clips were then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported difficult to open or close associated with single gripper actuation issue and it was observed that the no-tactile gripper line was bent/kinked. The reported difficult or delayed positioning¿anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single gripper actuation issue at the account appears to be due to the gripper line around the grippers, and the observed single gripper actuation issue appears to be related to the bent/kinked (deformation due to compressive stress) gripper line, that likely occurred from procedural conditions associated with troubleshooting attempts and the gripper line getting caught around the gripper. However, a cause for how it became caught cannot be determined. Additionally, a cause for the reported difficult or delayed positioning with the anatomy cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.